Event description:
Symptoms of brain fog, hair loss, weight gain, anxiety, depression, and re-curring urinary tract infections began in 2015. These side effects continued to become worse. FDA safety report ID # (B)(4).